Event description:
The customer reported there were scratches on the bending section cover (a-rubber) of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service found the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeled off].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the adhesive part of the objective lens was likely peeled off due to physical stress such as from being dropped or hitting a hard surface, or deterioration due to chemical stress such as from the cleaning, disinfection, and sterilization (cds) processes. However, a definitive root cause could not be determined. During inspection and testing, service confirmed the report that the bending section cover (a-rubber) was scratched due to external factors. In addition, the adhesive of the a-rubber was chipped. The video connector case was cracked due to an external factor. The operation part, grip, up/down plate, switch #1, video connector, video connector case, light guide connector, and the surface of the light guide cover lens, were scratched due to external factors. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.